Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/23/2023. The following additional information was received: after investigation, a 59-year-old female patient underwent thyroidectomy on (B)(6) 2022. The operator used w8557 for skin tissue suturing in the way of continuous suturing. The suture broke during the suturing. The operator immediately replaced a new suture (with unknown specific product information) for re-suturing. The subsequent surgical operation was smooth. As a result of this event, the surgery time of the patient was prolonged (with details unknown), and local tissue damage was increased (with details unknown). The patient has been discharged smoothly now. No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a bilateral thyroid nodule procedure on (B)(6)2022 and suture was used. The suture was broken when the surgeon attempted to sew the skin. This caused the wound to be separated and sutured again. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). Component code: (B)(4) - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture)? Please provide more details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.